Event description:
During a transapical tavr procedure a 26mm sapien valve was positioned 50/50 to the native annulus, and landed 30:70 aortic/ventricular. It was noted via echo that the native leaflet from the non coronary cusp was moving above valve. The patient was hemodynamically stable, with no pv leak and the mean gradient was 7mm. The decision was made not to place a 2nd valve. Post-op day (pod) 2, it was found via echo that the valve had migrated into the lvot. The patient remained stable. On pod 4, the patient was taken to or for surgical removal of the sapien valve, and replacement with a 23 magna surgical valve. The patient left the or in stable condition. The patient¿s native valve/leaflet calcification was severe. The native annular diameter was 22mm by tee, and the area was 477mm² by CT. The coaxial alignment of the valve and delivery system during deployment was fair. The cause of the embolization was indicated as low placement of the sapien valve. Fair coaxial alignment during valve deployment was speculated as the cause of the low placement.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site; however, there was no allegation of device malfunction. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the low placement was reported to be due to fair coaxial alignment of the valve and delivery system. The embolization was related to the initial low placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.